Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the lcd board. Moisture damage was found on the motor also. The device was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and a minor scratched display window.

Event description:
It was reported that the insulin pump had cosmetic damage to it, including cracks which occurred when the device was hit against a cabinet. The caller also noted that there was damage to the reservoir area. The blood glucose reading was 174 mg/dl. A blank display was also reported. Advised replacement of the insulin pump. Nothing further reported.